Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative reporting that the service codes were not able to be resolved because no workflow was available. Technical support can confirm that updates were attempted with no success. The representative would select to update and then the screen would populate back to the start with no change. Technical services informed company representative that the only actions/interventions to resolve the issue would be to remove the device. At the time of this report the company representative is not aware of any plan to remove the device. The device was still implanted but not "in use" because the battery was depleted and the pump has stopped. Service is unavailable.

Event description:
Information was received from a consumer via company representative (rep) regarding a patient with an implantable pump. It was reported that a patient had a pump that was no longer functioning and was considered unusable. The patient reported hearing an alarm constantly for 24 hours a day, and the rep would like to shut the pump down, the pump is 18 years old. Technical services assisted in troubleshooting by reviewing for any active alarms or the ability to shut down the pump. The rep stated there was no work flow available, but there were 6 alerts on the screen for loss of therapy, potential underdose (x4), and clock maybe incorrect. During call patient stated he heard the alarm 20 minutes ago and it depends on how he is laying whether he hears the alarm or not. The rep didn't hear an alarm at any point during the call but stated one of the tending nurses heard the alarm. Caller stated she went to end the session and a message popped up stating that ending the session would leave the pump with an active audible alarm service code 190. Technical services asked caller to end the session and reinterrogate the pump. A loss of therapy message appeared stating the pump was stopped and telemetry was available until pump battery was depleted. Service code 92 potential underdose, a pump reset has occurred service code 323, potential underdose pump is stopped service code 102, caution pump has stalled and recovered service code 528. Caller noticed 2 informative alerts potential under dose, pump must be updated to meet recommended audible alarm durations, alarm settings have been set to default, review pending settings service code 117, and programmer clock may be incorrect service code 526. "Shutdown pump" message appeared with service code 337, but when selected, it repeatedly returned to the alerts screen without executing the shutdown. Technical services performed an additional investigation but determined that there was no available workflow to proceed further since only alerts were displayed and no active programming options were accessible. Pump showed end of service state. Upon consultation with the internal team, it was concluded that the pump may be too old to support a software update or shutdown proce dure. Technical services asked if the caller had an 8840 device to interrogate the pump. The caller did not. Caller asked how long will it take for the battery to die. Technical services reviewed labeling on battery life. Technical services advised that the clinician may consider pump removal. Given that the pump could not be updated or silenced and alarms continued to occur. Suggesting the interrogation may have temporarily silenced the alarm. No further issues were reported at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.